Event description:
A discordant (false positive) troponin (tni) result was obtained with one (1) patient sample on an immulite 2000 analyzer. The result was released to the physician, who then sent the patient to a cardiac clinic for repeat tni testing (the result was negative). The customer laboratory re-tested the original sample the repeat result was negative. A corrected result was reported to the physician. Patient care was not altered or prescribed due to the discordant tni result. There was no known report of adverse health consequences due to the discordant tni result.

Manufacturer narrative:
A siemens healthcare diagnostics fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse proactively replaced the reagent drd (dual-resolution diluter) springs and seal, and cleaned the wash well and spinner. The fse concluded that the cause of the discordant tni result is unknown. No conclusions can be drawn as to what caused the discordant high troponin result. The instrument is performing according to specifications. No further evaluation of the system is required